Event description:
A report from a foreign country indicated that the balloon of a cypher stent delivery system ruptured just prior to reaching nominal pressure. The target lesion was in the mid right coronary artery with heavy calcification and 90% stenosis. It is unknown if the lesion was de novo and is also unknown if the vessel was tortuous. Rotablator was considered, but not done because of heavy calcification. The physician was able to cross the target lesion with difficulty. Pre-dilatation was conducted but during inflation, the balloon ruptured at prior to nominal pressure. Post dilation was required to fully dilate the stent as it was under-expanded.

Manufacturer narrative:
This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher stent delivery system. This product is available for evaluation but has not yet been received. Additional information will be submitted within thirty days upon receipt.